Event description:
It was reported that a cartridge alarm 20 occurred. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer support assisted the caller in loading a new cartridge correctly, allowing the customer to successfully resume insulin therapy, and the issue was resolved.